Event description:
It was reported that while the stimulation was on, it was in the wrong location. There was no stimulation sensation. The device had been replaced on (B)(6) 2010. No impedance measurements were done intraoperatively. Postoperatively, there was some high impedances on some of the 8 thru 15 pairs. Impedances >40k on most pairs from 10 thru 15. All pairs with 6, 8 were also >40k. Pairs with 7 were on high side (high 1000's or into 2000's). Pairs with 9 and 11 were in normal range with some of 0-5 pairs. The 0-5 pairs against each were in the normal range. Nothing remarkable occurred during procedure. A day later, the pt was getting rib stimulation only on left side and getting minimal stimulation on the right side. The company rep was able to reprogram to get some stimulation in the lower back and upper leg (low back was target). He was going to work with pt further on reprogramming to address pain. He would talk with doctor about x-rays for lead position and connection of lead-implantable neurostimulator (ins). Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).